Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
PICC had been in situ, secure at site. Staff proceeded to flush line prior to giving a medication. Was flushed with a 10cc normal saline syringe. PICC broke from hub with initial flush and became open to air. Separated into two pieces. Md immediately called to bedside to remove PICC. Team was able to grasp line and remove. Catheter was intact upon removal.